Event description:
It was reported to vyaire medical that the fio2 (fraction of inspired oxygen) alarm was not working when the blender was disconnected from o2 until set at 29%. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.